Event description:
The lead impedance had been increasing since last year, but noise was not confirmed. During an outpatient visit in september, noise was confirmed during a right ventricular lead monitoring event, and the device was removed and the lead was left in place on (B)(6) 2011. The patients cardiac function was improving and pacing was unnecessary, so the device was not replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore based on analysis of the ICD as well as the inspection of the quality documents associated with the manufacture of the ICD and the lead. The manufacturing processes for these devices were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. The ICD was interrogated, revealing the mos1 battery status, 19 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular as well as the far-field channel. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, the impedance measurement functions of the device were tested and proved to be fully functional. In conclusion, the memory content of the ICD was inspected, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction.